Event description:
It was reported that the patient experienced urinary retention following the implant of an artificial urinary sphincter. The patient was scheduled for a cystotomy to see if the patient improves. The device remains implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implant of these devices as indicated in the product instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention three days following the implant of an artificial urinary sphincter. The patient underwent a cystotomy procedure and was stable. Available information indicates the device remains implanted. No further patient complications were reported.